Manufacturer narrative:
Eval summary: while a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to issues for which zimmer implemented a correction action for. Zimmer correction # 1822565-04/19/2010-001c was issued to enhance the labeling for the nexgen mis stemmed tibial component. The implantation date is prior to the correction. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to the tibia component subsiding into varus.